Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following cataract intraocular lens (iol) implant procedure, peripheral opacity around the implanted iol revealed in postoperative examination. The patient's implantation degree and vision were normal. Report received from health authority. Additional information has been requested.